Event description:
Caller reported a tandem mobi cartridge alarm, and there was no adverse impact to the customer's blood glucose level. Customer confirmed that the issue did not occur during the load process and had not been previously reported. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. Caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.